Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2010 with cerebral vascular accident, acute myocardial infarction, and an exacerbation of heart failure. ECG showed atrial sensed ventricular paced complexes. He was scheduled to be transferred to an inpatient rehabilitation facility when he became pulseless and all attempts at resuscitation failed. The patient died on (B)(6) 2010. The relatedness of the death to the device or system is unknown. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) full lead in segments returned and analyzed. No anomalies found. All conductors distorted, proximal conductor cut, all conductors blood/body fluid (not obstructed), inner and outer insulation breached cut, blood in/on helix/lobe mechanism, lead stretched and apparent explant damage. (B)(4) full lead returned and analyzed, proximal conductor fractured, all conductors blood/body fluid (not obstructed), outer insulation cosmetic esc, outer insulation breached cut and cosmetic drepression. No anomalies found. Defib conductor distorted and cut, blood/body fluid outer tubing overlay, outer tubing overlay cosmetic esc, outer insulation breached cut, outer tubing overlay breached cut, outer insulation cosmetic depression, helix/lobe distorted/bent, blood in/on helix/lobe mechanism, and apparent explant damage.

Event description:
It was reported patient was admitted to hospital on (B)(6), 2010 with cerebral vascular accident, acute myocardial infarction, and exacerbation of heart failure. ECG showed atrial sensed ventricular paced complexes. Patient scheduled to be transferred to inpatient rehabilitation facility when he became pulseless, all attempts at resuscitation failed, and patient died. Follow up revealed cause of death was cardiac arrest due to acute mi and coronary artery disease. Hcp indicated cause of death not related to implant, follow up procedures, or system, but it unknown if death was related to an arrhythmic event. An autopsy was performed, but no results reported.

Manufacturer narrative:
Asku